Manufacturer narrative:
The event occurred in china. It was reported that the ac power light does not light. It was noticed during treatment and the device was exchanged. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician. During the investigation the technician was able to confirm the reported failure and the mcp00702715#rfc display board (article number 70103.4016) has been replaced. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by corrosion on the rfc display board. The charging led could not be activated anymore. The corrosion on the rfc display board is probably due to liquid. The liquid could have been entered through the frames of the led displays, which are embedded in the front panel of the rotaflow. Based on these investigation results the reported failure "ac power led not light" could be confirmed. A device history record (DHR) review was performed on 2023-05-25. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in china. It was reported that the ac power light does not light. It was noticed during treatment and the device was exchanged. No harm to any person has been reported. Complaint ID: (B)(4).